Event description:
Pt was undergoing abdominal surgery that required the use of electrosurgical cautery (diathermy). An erbe generator was used. It was reported that after 2 hours of surgery the surgeon requested the diathermy power setting be turned up from 40 watts to 50 watts and then subsequently increased again to 60 watts. It was also reported that the pad was not checked before the power setting was increased. Following the increase in power, it was reportedly noted that smoke was observed rising from the pt's left thigh, the site of the electrosurgical pad application. On investigation, it was found that the pt had sustained a third degree burn. The pad was removed and another pad placed on the opposite unprepared thigh and the generator was changed to a valley lab generator. When connected, the valleylab machine alarmed, consequently the second pad was removed, the leg shaved and the pad reapplied; surgery then proceeded with no add'l reported problems. It was reported that the third degree burn was treated by performing a flap skin graft.